Event description:
After fat graft transfer to my breast, an 8x8 piece of strattice was cut and layered in my breast after the surgeon made an incision above the pari areola. Surgery was (B)(6) 2014. Bleeding started in (B)(6) 2016 (18 months after the surgery). Was my dr doing an off label procedure? No one does this procedure or knows anything about it. No literature on it anywhere. Dr wald, my surgeon, is stunned and doesn't know what to do. He said he consulted with lifecell. Lifecell said it is not the strattice.